Event description:
The reporter stated that she did back to back blood glucose tests within minutes using different finger sticks. Her results were 113, 39 and 130mg/dl. She did not have any more symptoms. During troubleshooting proper cleaning of her test strip holder was reviewed with the reporter. A control solution test result of 110(83-125) was in range.